Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector, bending section cover, and biopsy channel. Lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lens which led to corrosion. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found due to a crack on the scope body the water tightness was lost. Due to deformation of the up/down knob the water tightness was lost. The air/water and suction cylinders both had no color. Switch 2 had a cut. Due to a pinhole on the bending section cover the water tightness was lost. Due to damage on the channel tube the water tightness was lost. Due to adhesive peeling on the bending section cover the insulation resistance value at the distal end did not meet the standard value. The image guide protector was damaged. The distal end was discolored. The objective lens was chipped. The light guide lens was cracked. The universal cord was wrinkled. In addition, some components required replacement as per maintenance requirements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the connecting tube, adhesive on the bending section cover, and forceps channel port had foreign objects. Water tightness of the forceps elevator was lost. There were no reports of patient involvement.